Event description:
The customer reported via phone call indicating that the insulin pump alarm threshold suspend. Customer's blood glucose was unknown mg/dl. Customer stated that it keeps alarming and she wants to change her settings. The customer was advised that her low repeat is a setting that can be adjusted if her healthcare provider and herself want to.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.